Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device remains implanted. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a nurse reported a patient with reading vision that has been worsening since surgery. The patient went from j3-j5 to j10-j16. The patient had lasik surgery to correct this with no improvement. Additional information has been requested.